Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00129. This report is being submitted as additional information. The referenced pump exchange was reported under medwatch MFR report# 2916596-2011-00509. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Serial number for the device is corrected. Approximate age of device - 7 years, 2 months. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, the submitted log file appeared to show the system operating as intended. Device thrombosis and hemolysis are listed (in the heartmate ii IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The hmii IFU explains pump parameters and outlines that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing with heartmate ii. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has suspected pump thrombus. The lactate dehydrogenase is in the 1200 u/l range. The patient has been on this pump for the last 7 years, with 1 previous pump exchange in 2011. The patient is symptomatic. The patient has only been on aspirin therapy for the last 4 years due to frequent falls and a subdural bleed. The lvad flow power is stable, urine is clear and free of urobilin. Crt is up from baseline 1.1 to 1.6 with mild bump in liver function test (lft) and more anemic. The lvad has a higher pitched sound on auscultation. Heart failure symptoms are unchanged at this time. The lvad clinician noted that the symptoms are very similar to what the patient experienced in 2011 with the last pump which was a thrombus event. At that time, a large ring of organized thrombus at the inflow bearing was found during evaluation. The lvad team at that time had waited to exchange pump because the flow and power were stable but the patient had progressed to cardiogenic shock pre lvad exchange and was on dialysis post exchange. The patient is now 6 years older this time. Additional information was requested but was not provided.